Event description:
It was reported that the health care professional (hcp) was not able to interrogate the device. Additional information was requested from the sales representative however, no new information was obtained. At this time, the pacemaker remains in service. No adverse patient effects were reported.